Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. This supplemental report was created to capture additional information in b5 event description and h6 impact codes.

Event description:
It was reported that this right atrial (ra) lead was dislodged. This lead was explanted and new lead was placed. No additional adverse patient effects were reported. Additional information received indicates that the dislodgement was confirmed through xray and the hospital kept the lead.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right atrial (ra) lead was dislodged. This lead was explanted and new lead was placed. No additional adverse patient effects were reported.